Event description:
Medtronic received information that 80 pediatric patients who underwent a right ventricular outflow tract (rvot) reconstruction with a bovine jugular vein graft from this device model family required treatment or reoperation in a 13-year retrospective study conducted by health care facility. The article reviewed the outcome of 298 patients who received either a medtronic bovine jugular vein graft or another manufacturer¿s cryopreserved homograft. Of the 379 devices implanted in the original or reoperation procedures, 244 were medtronic grafts. The study, which covered patients treated between 2000 and 2012, noted that 23 patients experienced endocarditis and 57 required either surgical conduit replacement or implant of a transcatheter pulmonary valve into the conduit. Of the 23 cases of endocarditis, 20 occurred greater than six months post-implant. Two months preceding development of endocarditis six patients had to either undergo non-cardiac surgical procedures or had miscellaneous infections, such as urinary tract infection, percutaneous gastric tube infection, wound infection, pneumonia, and gastroenteritis. Blood cultures were positive in 18 patients. Three patients required urgent conduit replacement owing to persistent positive blood cultures or unstable hemodynamics, or both, with sepsis or severe conduit obstruction caused by vegetation. One of the three patients required extracorporeal membrane oxygenation for right ventricular failure secondary to severe conduit obstruction caused by vegetation. The organisms detected in the blood cultures were staphylococcus auresus (11 patients), streptococcus viridans (two patients), cardiobacterium hominis (two patients), staphylococcus epidermidis (one patient), hemophilus parainfluenzae (one patient), staphylococcus anginos (one patient). Three of the 21 patients had recurrent endocarditis after conduit replacement. In addition to the review of the endocarditis cases, the article noted that 57 patients required reoperation for the following conduit dysfunctions: stenosis (29), stenosis plus regurgitation (21), regurgitation (3), and unknown reason (4).

Manufacturer narrative:
Without the return of the devices, no definitive conclusion can be made regarding the clinical observation. A review of medtronic¿s database did not find any previous reports had been received from this health care facility. (B)(4). Citation: title of article: an increased incidence of conduit endocarditis in patients receiving bovine jugular vein grafts compared to cryopreserved homograft for right ventricular outflow reconstruction authors: shinya ugaki, md, phd; jennifer rutledge, md, frcpc; mohammed al aklabi, md, frcsc; david b. Ross, md; ian adatia, mbchb; ivan m. Rebeyka, md journal: annals of thoracic surgery, 0003-4975, 2015; 99:140¿7 published: january 2015 published online: november 18, 2014 dx.doi.org/10.1016/j.athoracsur.2014.10.

Manufacturer narrative:
No device serial numbers were reported, therefore device history record reviews could not be performed. Stenosis, regurgitation and endocarditis are known adverse effects. There was not enough information to determine the root cause of these reported events; however, it was reported that some patients had a history of infection that likely contributed to their subsequent events of endocarditis. Medtronic¿s sterilization process uses a bga solution that has an anti-microbial kill on microorganisms such as staphylococcus and streptococcus species. This process has been validated as effective, using the worst case bacillus atrophaus (gram-positive spore-forming rods), which is known to be representative of the cleanroom bio-burden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.